Event description:
It was reported that, during an unknown procedure, the active blade broke after removing out from patient. No patient consequence reported.

Manufacturer narrative:
Unavailable at this time.